Event description:
Complaint of an unspecified malfunction alarm. During initial mfg testing, it was found that the set rate and vtbi (volume to be infused) independently changed. After set-up, the pump infused at the originally programmed rate and vtbi, but after approx 2 minutes, the pump sounded an alarm indicating a stuck key. If the knob was placed back to rate position or the vtbi position for 20 seconds or more, the numbers began to increase. The device then infused at the new increment rate or vtbi. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.